Event description:
The customer stated that elevated results were generated for four patients using architect ca 125 ii reagent lot 29256m500 compared to reagent lot 27212m500. One of the four patients was also tested at another laboratory using reagent lot 29130m500 and the result was also elevated with that lot. No adverse impact to patient management was reported. The customer inquired as to why reagent lots 29256m500 and 29130m500 are generating higher results. Patient ID (B)(6): 179.1 u/ml (lot 29256m500) and 126.8 u/ml (lot 27212m500); patient ID (B)(6): 185.0 u/ml (lot 29256m500) and 135.0 u/ml (lot 27212m500); patient ID (B)(6): 164.7 u/ml (lot 29256m500) and 117.6 u/ml (lot 27212m500); patient ID (B)(6): 180.4 u/ml (lot 29256m500), 159.5 u/ml (lot 29130m500), 21.8 and 28.8 u/ml (lot 27212m500).

Manufacturer narrative:
The customer reported falsely elevated patient results for one patient sample when tested with architect ca 125 ii reagent lots 29256m500 and 29130m500. Review of ticket trending did not identify atypical complaint activity related to the issue under review. A review of labeling concluded that the issue is sufficiently addressed. Accuracy testing was completed using retained kits of reagent lots 29130m500 and 29256m500. Acceptance criteria were met, which indicates acceptable product performance for both reagent lots. Additionally, an analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis showed that the median value has not changed over time and concluded that the reagent lots included in the analysis (including the lots under investigation) read patient results consistently. A deficiency was not identified as panel testing shows that the likely cause lots performed per specification. There is no malfunction as the issue was for a discreet patient sample and limited troubleshooting was performed.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).